Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. Vascular access was obtained via the femoral artery through retrograde approach using a 6fx23cm non bsc sheath. The 70% stenosed target lesion was located in the non-calcified common iliac artery. After a non-bsc guide wire crossed the lesion, a 5.0mmx40mmx80cm sterling balloon catheter was advanced for pre-dilatation but the balloon ruptured on first inflation at 14 atmospheres. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.